Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in its middle and proximal end, along with a pinhole and a leak in the middle of its body, consistent with sharp instrument damage. The second cylinder exhibited wear at fold in its middle, distal and proximal end, but no leaks were identified. The pump was microscopically inspected, and leak tested. Microscopic examination identified that the poppet rod was misaligned, which caused the component to pump in reverse during leakage testing; therefore, the component was not functionally evaluated to avoid damaging the test equipment. The reservoir was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, but no leaks were identified. Based on the information available and analysis results, the misalignment of the poppet rod and the component pumping the fluid in the opposite direction could have caused or contributed to the reported clinical observation of fluid loss, as cylinders would no longer be able to inflate correctly.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.